Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing cramps in the upper chest area whether the device was on or off. The patient underwent a lead replacement procedure and was doing well postoperatively.